Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump exposed to moisture. Customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. . Customer reports there was fluid in the battery compartment. Customer states o ring was in place. Customer states battery cap was not damaged. Customer states the home screen did not appear on the display. Customer states they cleaned the insulin pump, dry it with the hair dryer, vacuumed it and place a new battery but vibrated it, keypad unresponsive and shuttled. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.